Event description:
As reported: "during the surgical procedure, surgeon requested the reverse glenoid ii d. 36 × 25 mm (reference (B)(4), serial number (B)(6)) for implantation onto the reverse glenoid base 25 mm (reference (B)(4), serial number (B)(6)). During the initial fixation phase of the implant, while the glenoid was being screwed onto the glenoid base, a fracture occurred in the distal portion of the 3.5 mm hexagonal screwdriver blade (reference mwb991, lot 22c750). As a result of the fracture, the distal fragment became lodged and firmly impacted within the hexagonal recess of the glenoid, creating a mechanical obstruction that prevented continuation of the component fixation process. The surgeon made multiple attempts to retrieve the fractured fragment using various maneuvers and instruments available in the surgical field. However, because it remained firmly retained within the glenoid hex, removal was not possible. This situation prevented the proper implantation of the initially selected component for the patient. Given this event, a surgeon decided to discard the affected glenoid and requested a new component to complete the procedure. Subsequently, a reverse glenoid ii offset 2° d. 36 × 25 mm (reference (B)(4), serial number (B)(6)) was implanted, successfully completing the planned reconstruction. The surgical procedure was completed without further complications. No serious adverse events or clinical consequences for the patient were reported as a result of the situation described. During post-procedure activities, specifically during the cleaning and preparation process for disinfection and subsequent return, the affected component was immersed in enzymatic solution according to the standard reprocessing protocol. During this process, the fractured distal fragment of the 3.5 mm hexagonal screwdriver blade detached spontaneously from the glenoid¿s hexagonal recess, allowing its removal without the need for additional maneuvers. Due to this event and the inability to use the initially selected glenoid as a result of the instrument fracture, the surgeon instructed that the affected component should not be billed to the institution. Therefore, we respectfully request the corresponding compensation for the reverse glenoid ii d. 36 × 25 mm (reference (B)(4), serial number (B)(6))."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.